Manufacturer narrative:
The reported device associated with this issue was listed as unavailable and will not be returned for evaluation. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.

Event description:
Complaint received from baxter sales rep. Customer reports that leakage was detected coming from the connection near the injection site when using a bd syringe to deliver morphine. There was no reported patient injury or medical intervention. No additional information is available.